Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the screw mechanism is faulty and does not screw onto the oxygen point. No patient injury reported.

Manufacturer narrative:
(B)(4). Records reviewed showed that there were no functional issues with the molded component involved in this complaint (B)(4) during the manufacture of the material. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. Although the complaint could not be confirmed, there have been similar complaints received regarding the threads of the aquapak adaptors, and a CAPA ((B)(4)) was opened to address the issue.

Event description:
The customer alleges that the screw mechanism is faulty and does not screw onto the oxygen point. No patient injury reported.